Manufacturer narrative:
Upon further review, bard/bd medical has determined that this MDR was initially reported in error on a 3500a form. The complaint will be exempt from reporting per exemption #e1998012.

Event description:
It was reported that the inlet tube was disconnected from the sample port connector and there was water leakage between the funnel and the shaft. It was later reported from medicon on (B)(6)2018, that the catheter leaked from the bifurcation area.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the inlet tube was disconnected from the sample port connector and there was water leakage between the funnel and the shaft. It was later reported from (B)(4) on (B)(6) 2018, that the catheter leaked from the bifurcation area.